Event description:
It was reported via social media that the patient was hospitalized from the spinal cord stimulator. No further information has been obtained.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.